Manufacturer narrative:
The engineer checked the cooling liquid level and calibrated the rx tube. The tube cooler was shut down and replaced due to an oil leak. The system meets the specification for the performed service and was returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the device reported low load fluoro and rotor tube problems. The clinical use of the system was in use.there was no harm reported to philips.